Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range, causing the customer to experience an elevated blood glucose (bg) level (over 500 mg/dl). The customer administered a correction injection to address the elevated bg. Reportedly, the customer loaded a new cartridge and resumed insulin therapy.